Event description:
It was reported that on (B)(6) 2024, the patient underwent the orif surgery for femoral intertrochanteric fracture with tfna long. After the surgery on (B)(6) 2024, it was confirmed that the blade in question has reached the cut-through, and the second surgery was performed. The blade (80 mm) was removed and 75 mm blade was implanted. Cement augmentation was performed at the discretion of the surgeon after fully explaining and understanding that the use of cement is contraindicated in cases of perforated bone heads. The procedure was carefully performed to avoid cement leakage from the articular surface and from the fracture site, and 2 ml of cement was injected. Intraoperative imaging and postoperative x-rays confirmed the absence of cement leakage. The surgery was completed successfully with no surgical delay. No further information is available at this time. This report is for one (1) tfna fenestrated helical blade 80 - sile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4) investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history lot part# 04.038.380s lot # 7989p52 manufacturing site: depuy synthes products, inc supplier: (B)(4) release to warehouse date: 19 sep 2023 expiration date: 01 sep 2033 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.